Event description:
It was reported that an asymptomatic patient presented in the ER with the device in backup vvi mode after having received multiple shocks. The device was restored successfully and subsequent follow-ups showed patient and the device were in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.